Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of multiple unexplained pump reboot events. During investigation, the threads of the returned battery cap were found to be stripped. The battery compartment was found to be cracked below the bumper pad. The pump was found to intermittently power on with the returned battery cap.  A test battery cap was used and able to properly secure to the pump and maintain an electrical connection for testing. The pump successfully completed the 24 hour duration test without any power or reset issues using the returned battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.